Event description:
Note: this report pertains to one of two devices that were used in the same procedure. Refer to manufacturer report number MFR. Report# #3005099803-2022-03440 for the auriga xl 4007 laser console and this MFR report for the lighttrail single use laser fiber. It was reported to boston scientific corporation on (B)(6) 2022 that an auriga xl 4007 laser console was used with a lighttrail single use laser fiber in a procedure, performed on unknown date. During preparation, the laser console alerted system error 1103: "fiber identification failed". The procedure was unable to be completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number. Therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.